Event description:
Reporter alleged being hospitalized for observation and receiving treatment based on the blood glucose monitoring device results. Reporter stated device result was 313 mg/dl at 2:00 am and was not feeling well so family member called 911. Reporter stated being taken to the hospital and their device measured 45 mg/dl about 3:00 am. Reporter indicated being admitted to the hospital and treated with a glucose IV. Reporter indicated no controls were used and test strips were expired. A request was made for the return of the suspect device and replacement product was sent.